Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutter could not actuate during procedure. The condition of aspiration was unknown. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Only the probe was returned. Upon visual inspection it was determined that adhesive from the supplier manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. A block reader was then used to interrogate the radio frequency identification (rfid's) programmed information, which was found to be correct for the build lot of the radio frequency identification (rfids). The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. Based on the condition at the end of the tubing it appeared the occlusion of the probe prevented the probe from cutting. Action will not be taken based on this occurrence. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).